Manufacturer narrative:
Updated fields: b4, g3, g6, h11. Corrected fields: e1 (mail ID).

Event description:
N/a.

Manufacturer narrative:
Updated fields: g3, g6, e1 (initial reporter name), h2, h1.

Event description:
N/a

Event description:
It was reported that the cs300 intra-aortic balloon pump had screen failure. No harm reported.

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site full name: (B)(6). Initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump had screen failure. No patient involved.

Manufacturer narrative:
Updated fields:b4,b5,b6,b7, d10, d9,g3,g6,h2,h3,h6(type of investigation, investigation findings, impact code,conclusion). H11 a getinge field service engineer (fse) was dispatched to evaluate the unit. Upon inspection, the fse reported that the defect described by the customer was not found. The work performed included a functional check and testing. The repair was completed, and all functional tests were successfully passed. The reported issue did not cause any damage or inconvenience to operators or patients.